Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was opened for implant. The bent/green stylet could not be inserted into the lead because it seemed to stop advancing into the lead at a "certain point." The lead was not used for implant, and another lead was used instead. There was no effect on the pt and the implant went well.